Manufacturer narrative:
E1 - initial reporter establishment name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced an e315 error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the same device and there were no reports of delays or patient harm.